Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer had questions regarding the prod correction letter rec'd for ausab quantitation panel and contacted their abbott sales rep. The account uses the assay for employee testing not only for their own employees, but also their customer's employees. A conference call was conducted between the account and abbott personnel. The account was satisfied with the responses given and no further assistance was requested. It is unk whether there was impact to pt management.